Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample tested on a dimension exl with lm instrument. The initial result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium result.

Manufacturer narrative:
The customer contacted the siemens customer care center. The customer was told to check and replace fluids as needed, replace the electrolyte sensor, and run conditioning dilution check and quality controls. Siemens is continuing to investigate the incident.